Event description:
It was reported that the patient presented in clinic for right atrial (ra) lead revision. It was noted that the ra lead exhibited under-sensing and causing multiple inappropriate shocks. It was also noted that the patient experienced discomfort from the inappropriate shocks. The ra lead was explanted and replaced. Patient condition was stable.